Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) and pacemaker mediated tachycardia (pmt) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.